Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and atrophy can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced atrophy and recurring incontinence with an artificial urinary sphincter (aus). During a follow up with the physician it was noted that the device cycled appropriately. A cystoscopy was performed in which it was noticed that the cuff was not providing enough pressure to the urethra as the component was too big. However, it was indicated that the existing cuff was the correct size when initially implanted. A replacement surgery was performed in which the existing 4.5 cm cuff was downsized to a 4.0 cm component; there were no further patient complications.